Event description:
The customer (B)(6) hospital reports via the sales rep that the poly liner for trident shell did not click in as it usually does. The customer reported that it was necessary for another poly liner to be used. The customer reported that only minimal delay to surgery resulted from having to locate an alternative liner.

Manufacturer narrative:
Catalog number and lot code are unknown at this time. The device was reported as an unknown poly liner for trident shell. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information: dimensional inspection: a dimensional inspection has been performed. However, the part has evidence of swelling and contraction on almost all features. The decontamination certificate indicates that the part was steam decontaminated. Excess temperatures cause uhmwpz to expand excessively and the part cannot be accurately assessed afterwards. Functional inspection not performed, functionality cannot be replicated.

Event description:
The customer (B)(6) hospital reports via the sales rep that the poly liner for trident shell did not click in as it usually does. The customer reported that it was necessary for another poly liner to be used. The customer reported that only minimal delay to surgery resulted from having to locate an alternative liner.

Manufacturer narrative:
An event regarding assembly issue involving a trident liner was reported. The event was not confirmed. Device evaluation indicated that black specks noted on the articulating surface, scratch and gouge marks visible on the locking tab are most likely due to implantation attempts. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received, further information is needed.

Event description:
The customer (B)(6) hospital reports via the sales rep that the poly liner for trident shell did not click in as it usually does. The customer reported that it was necessary for another poly liner to be used. The customer reported that only minimal delay to surgery resulted from having to locate an alternative liner.